Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been out-patient with a driveline infection (MFR# 2916596-2024-05653) and during a follow up visit a computed tomography (CT) with contrast was done to review the pocket of infection. The reported reason for examination was congestive heart failure (chf), which the lvad was noted to have improved the symptoms of. There was an incidental finding on the CT scan, which showed a patent outflow graft with a filling defect within the proximal portion of the outflow graft. Thrombus was suspected. The patient had not experienced a drop in flow or pulsatility index (pi) for the past few months. The patient was asymptomatic and did not experience dizziness at the time of the visit on (B)(6) 2024. There were no observed changes to patient condition or anticoagulation status that may have contributed to the suspected thrombus. The patient's international normalized ratio (inr) was over 2, lactate dehydrogenase (ldh) was stable in the 200s, and there was no power elevation. There was no repeat imaging performed and the site reported the thrombus was "suspected and likely so" given the CT with contrast results. Following review of the log files by tech services (ts), it appeared there were no unusual events, and the mechanical circulatory support (mcs) equipment operated as intended. No treatment was performed as the patient was stable with no acute events or issues and pump parameters were stable. The patient would be monitored and observed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported congestive heart failure could not conclusively be determined through this evaluation. The controller event log file contained events from 10aug2024 through 14aug2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ provides an explanation of pump parameters, including pump flow and pulsatility index. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.